Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed three deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from the mentioned surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the fixation mechanism and the functionality of the screw were tested in different lead positions. All values were within were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted to check the retractability of the screw. The lead had dislodged two times. The physician decided to implant a new lead.